Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 hematology analyzer (lh 750) was pulling off the tube cap after aspiration was completed. Customer reported that this is an intermittent issue and happened in (B)(6). (See MDR#1061932-2012-00684). Customer reported that the blood spill was contained within the instrument. Customer reported that they were using 4ml draw hemogard tubes. Customer reported that they did not open the tubes to check for clots prior to the tubes being run. Customer reported that the volume of the spill was less than 3 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe spill on the lh750. The fse replaced the cassettes the customer is currently using as the customer suspected the new clips added to the existing cassettes to accommodate the power processor is pulling the sample caps off of the tubes. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).